Event description:
It was reported that the patient presented during at the emergency room. Interrogation noted the implantable cardioverter defibrillator performed inappropriate shock due to incorrect interpretation of atrial fibrillation and rapid ventricular rate. Programming changes were performed. The patient was in stable condition.